Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. On an unreported date, the transfer set had disconnected from the patient line on the cassette while the patient was sleeping. The patient developed peritonitis which was manifested by abdominal pain, cramping, cloudy effluent and slight fever. The same day as the peritonitis onset, the patient was treated with ¿first bout¿ of unknown antibiotics and then on an unreported date, the patient began treatment with ciprofloxacin (dose, frequency and route not reported) for 4 more days. The cause of the peritonitis was reported as ¿due to disconnect¿, however, this was not medically confirmed. It was unknown if the patient was hospitalized for the event. However, it was reported that the patient was not able to use the cycler in the hospital and had to use twinbags for therapy. At the time of this report the patient was recovered from this peritonitis event. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Initial reporter: alternate phone number: (B)(6). This report references the same patient as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the disconnection caused about 2l of solution to leak onto the patient's mattress and carpeting. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A used, actual patient sample was received for evaluation. A companion sample was also received for evaluation. Visual inspection and functional testing (leak testing, clamp function test, clear passage test, and device to device interaction test) were performed. Sample analysis did not verify the reported issue and the sample analysis determined the product met product specifications. A review of all batch record documents was performed for associated lot number h13l31014 with no issues noted during the manufacturing process related to the reported event. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.